Event description:
Additional information indicated that an MRI without contrast was performed on (B)(6) 2014. Imaging did not reveal an inflammatory mass. The clinical diagnosis was increased pain.

Event description:
Additional information was received from a healthcare provider (hcp). On (B)(6) 2014 the pump dose was increased 16% to deliver dilaudid 1.5686mg/day and clonidine 156.86mcg/day. A single bolus of dilaudid 0.1991mg and clonidine 19.91mcg was given at this time with a duration of 3 minutes. Event outcome was resolved without sequelae as of (B)(6) 2014.

Event description:
It was reported that the patient had increased pain with suspected inflammatory mass. The patient reported increased bilateral hip pain with a history of an inflammatory mass. The health care professional ordered an MRI and an x-ray. The x-ray did not reveal an inflammatory mass and the MRI had not yet been performed. The x-ray result on (B)(6) 2014 was normal for this patient. It was noted as related to the intrathecal medication. The severity was mild (does not interfere in a significant manner with the subject¿s normal functioning level). The event was on-going as of (B)(6) 2014. The pump was used to infuse dilaudid (4 mg/ml at 1.3485 mg/day) and clonidine (400 mcg/ml at 134.85 mcg/day). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).